Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account on the (B)(6) in ICU. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to brakes needing to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006, 2007, and 2009-2014.. It is unk if the facility performed any other preventative maintenance on this bed. The tech adjusted the brakes to resolve the issue. Based on this info, no further action is required.